Event description:
It was reported that a patient underwent a surgical procedure for vesicoureteric reflux on (B)(6) 2009 and a non absorbable suture was used. The suture was used on the bladder wall. During (B)(6) 2012 the patient developed urinary frequency. An ultrasound and CT scan revealed a stone in the bladder. The patient underwent surgery to remove the stone. The surgeon opines that the stone formation was caused by using a non absorbable suture verses an absorbable suture. The patient has since recovered.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. It is stated in the information for use warning section, as with any foreign body, prolonged contact of any suture with salt solutions, such as those found in the urinary or biliary tracts, may result in calculus formation. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: 8720h, 8725h.